Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under the therapy electrode pads described as a blistery heat rash. The patient's cardiologist put him on antibiotics and advised the patient to change garments daily. The patient was also applying over-the-counter zinc benzoate twice a day. Follow-up indicated that the irritation was healing.